Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an exploratory laparotomy procedure, when firing across the small bowel, the device had an incomplete staple line. The surgeon had to continually resect the bad staple line and fire upon the small bowel again. Another device was opened with success. There were no patient consequences.

Manufacturer narrative:
(B)(4).